Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15 february 2010) is considered to be a best estimate. Updated fields: a2, b4, b5, b6, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against ventralex hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010. Patient was diagnosed with incisional hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿a small incisional hernia above the umbilicus was noted. The hernia defect was reduced and sac was resected. The ventralex mesh was placed, fascia was closed and secured in place with sutures.¿ (B)(6) 2010. Patient was diagnosed with recurrent incisional hernia, mesh infection and pain thereby underwent open repair with removal of mesh and primary closure. Per operative notes, ¿through the prior incision, wound and the large pocket of purulence with necrotic tissues were noted and debrided. A little pocket of fluid underneath the mesh was noted. The mesh was completely removed, and a small defect was mobilized and fascia was closed primarily using sutures. The wound was closed and irrigated. The fascia was reapproximated and closed with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against ventralex hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.